Manufacturer narrative:
(B)(4). A femoral angiogram was not performed. Per the instructions for use: perform a femoral angiogram to verify the location of the puncture site. Analysis was performed on the returned device. The reported suture detachment could not be tested/ confirmed as the suture was not returned. The investigation determined the reported difficulty appears to be related to user technique and/or an interaction with patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A femoral angiogram was not performed. It should be noted that the perclose proglide instructions for use states: perform a femoral angiogram to verify the puncture location. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing of initial medwatch report additional information was received: a femoral angiogram or other femoral imaging was not performed.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional percutaneous coronary transluminal procedure. Reportedly, when the proglide plunger was removed, a suture break occurred and the suture did not come out with the needle. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.